Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer placed pump to charge and an unspecified malfunction occurred. The customer reverted to another backup insulin pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.